Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Multiple attempts have been made to get the ventilator serial number and incident date but no response from the customer. The customer is a third party organization and will perform service to the ventilator. Covidien was not authorized to repair the device.